Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they were hospitalized due to high blood glucose on with blood glucose of 202 mg/dl. The customer experienced symptoms such as weakness and dehydration. The customer was treated with fluids but no insulin. The customer was wearing the insulin pump during the hospitalization. The customer's daughter stated that the customer was able to bring down blood glucose level with syringe and insulin pump prior to the emergency medical service's arrival. The customer's daughter also stated that the customer had a heart attack in the hospital due to dehydration and the high blood glucose level. The insulin pump will not be returned for analysis.